Event description:
It was reported that (1) laparoscopic coagulating shear curved 5mm blade was used during a seps procedure. The teflon coating on the tip of the lcsc5 came partially lose from the jaw of the device. The surgeon noticed this and removed device. Opened another device to complete the case. There was no consequence to pt.